Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement of 125 ohms. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to consider increasing the high impedance alert limit to 150 ohms and deliver a commanded maximum energy shock if there is a subsequent high impedance alert to test the integrity of the lead. The lead remains in-service. No patient symptoms or adverse patient effects were reported.